Event description:
The hospital reported that, during the use of the vasoview hemopro 2, the cautery device repeatedly timed out prematurely, not as a result of overuse. Restarting the power supply temporarily resolved the issue; however, the problem recurred. It appears that the circuit within the handle was faulty. No patient injury was reported. No delay was reported. No additional intervention was needed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.